Event description:
It was reported that the arctic sun device leaked water and was extremely loud during operation, did not cool. Device had an isolation fault. Per follow up information received via mail on 19sep2024, it was reported that device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement. Per sample evaluation results on 06jan2025, device could not be powered on.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Could not confirm issues because device could not be powered on. Item doesn't start. Replacement of power cards did not start device. It was reported that device was extremely loud during operation and did not cool but could not confirm issues because device could not be powered on. Field repair not possible. Customer declined repair. The reported event is unconfirmed, a labeling/packaging review, and DHR review are not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device leaked water and was extremely loud during operation, did not cool. Device had an isolation fault. Per follow up information received via mail on 19 sep 2024, it was reported that device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.